Event description:
It was reported that on (B)(6) 2019 a patient underwent a left superficial femoral artery access via antegrade approach and a laser atherectomy was performed to the level of the popliteal artery. At the end of the procedure a 5f celt femoral closure device was used. Hemostasis appeared to be achieved, but after 20 minutes a hematoma and bleeding was noted at the access site. A 10-lb pressure bag was applied to the site for 45 minutes. Hemostasis was achieved and the patient was ambulated and discharged in approximately 3 hours. Approximately 2 weeks later the patient presented to the clinic with decreased circulation in the left leg and clinical evidence of decreased perfusion in the left foot. Patient was brought to surgery on (B)(6) 2019. During the surgery it was found that the celt implant was in the popliteal artery. The device was explanted and upon follow to clinic on (B)(6) 2020 the patient made a good recovery post surgery.